Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows that the device completed first and second priming sequences before being deactivated. First prime completed earlier than expected at pulse 32. No timeouts or drive stalls were observed in the pod data. However, rotational sensor malfunction was present in the data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The rerun data did not replicate the rotational sensor abnormalities that were observed in the original. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. Thus, the rotational sensor malfunction is the cause for first prime completing earlier than expected, which did not allow the device to deploy the cannula. The commutator cap was inspected and found contamination on the tab of the cap. However, since the rotational sensor abnormality was not replicated in the rerun data, the contamination on the commutator cap cannot conclusively justify as to why the cannula did not deploy.